Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the physician noticed an issue in the outflow after examining the CT scan. The patient was still admitted from implant when they began to have heart failure symptoms. The surgeon stated the patient had an impella 5.0 (acute device) for approximately 5 weeks prior to the hm3 implant and the lv had to be cleaned out well due to clots within the lv. A clot was on the aortic root which caused thrombosis. The patient was listed for transplant and was transplanted without any further issues. The patient is doing well today. The pump will not be returned as it was disposed. No additional information was reported.